Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level were 511 mg/dly, 347 mg/dl, 326 mg/dl and 293 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. The customer reported that the infusion set was bent and needle did not retracted. Customer had symptoms as positive results in ketones test. The insulin pump will not be returned for analysis.